Event description:
It was reported that during treatment of a ruptured m3 aneurysm, the proximal vasculature was reported to be tortuous. The fred was successfully deployed. The patient was reported to wake up okay. Approximately 2 hours post procedure deficit was reported. A scan revealed a huge iph and was sent to the or for a stat craniotomy. The cause of the iph is unknown. The patient was reported 1-5-1 on gcs and intubated.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be verified. The instructions for use (IFU) identifies rupture as a potential complication associated with use of the device.